Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after pulling images from electronic picture archiving and communication systems (pacs), the system was shutting down. After unplugging the system from the wall at any location, the system would not hold a charge. It was also indicated that the plug on the keyboard was also damaged. There was no patient involvement. The probable cause of the issue was suspected to be the uninterruptable power supply (ups) and battery. Additional information was received. It was reported that the system was plugged into a known-functioning outlet at the time of shut down.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4). Product ID: 9735787, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the ups was acting up in conjunction with the central processing unit (cpu) and battery. The battery and ups were replaced. The navigation system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that the battery could not power the ups. Analysis found that the reported event was related to a electrical issue. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. (B)(4) are applicable to the system checkout and battery hardware analysis. (B)(4) are applicable to the ups hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.